Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) .2022 the user was no longer to hear with the device after a hit to the head. The external component was refitted but the user was still not able to hear. The user was admitted to the hospital on (B)(6) 2022 and the device was explanted and a new device was re-implanted on the same day.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
On (B)(6) 2022, the user was no longer to hear with the device after a hit to the head. The external component was refitted but the user was still not able to hear. The user was re-implanted.